Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced needle separates from the syringe hub. The following information was provided by the initial reporter. The customer stated: after opening the package, the product is deformed, the tube wall is broken and separated from the needle, and the scale is blurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-23. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and returned sample were reviewed and the indicated failure modes for damaged barrel, blurred scale markings, and broken needle were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of damaged barrel, blurred scale markings, and broken needle were not observed. Bd was not able to determine a definitive root cause for the reported failure modes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced needle separates from the syringe hub. The following information was provided by the initial reporter. The customer stated: after opening the package, the product is deformed, the tube wall is broken and separated from the needle, and the scale is blurred.